Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was confirmed. The device was found to have turns itself off upon power up. It was determined that the springers were defective due to fluid ingression. The springers were replaced. The root cause was determined to be the fluid ingression due to a user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device turned itself off. No patient injury was reported.